Manufacturer narrative:
Supplemental medwatch being submitted to correct g3, which was initially submitted incorrectly.

Event description:
Healthcare professional reported, left side rupture. Discovered through MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture discovered through MRI. The device remains implanted.